Manufacturer narrative:
Insertion post fractured. Root cause might be overloading of the insertion post. Product was not returned and could not be evaluated. Device history record was evaluated and producht was provided to dentist as specified.

Event description:
Insertion post from dental implant fractured. Implant needed to be removed during another session at the dentist.